Event description:
It was reported that during an acl/meniscal repair case, an unsecured implant remained on the back side of the meniscus. The reporter stated the first implant went in fine but as the surgeon pulled back on the device (trocar) to insert the second implant, the suture was cut prematurely. Another of the same device was used to successfully complete the case; the outcome was not compromised. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Follow up with the reporter provided additional information that the suture was cut while sliding the second implant for insertion. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event include inadvertent fraying, nicking or cutting of the suture while advancing the insertion spears and/or unlocking and advancing the second insertion spear before removing the first insertion spear fully from the delivery cannula. This is the second complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Per customer, will not be returned.